Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the touchscreen assembly was defective, as a result the overlay was re placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on it displayed a "remove object touching screen" error. The programmer was re-opened more than once but it gave the same error again. The programmer was later returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.